Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized twice for diabetes ketoacidosis. The blood glucose reading at time of the call was 152mg/dl. The customer stated that the insulin pump had a partial display. The customer also stated that he has a back up plan to go on until he receives the replacement of the insulin pump. No further info was provided.